Event description:
The facility reported an infusion pum with a failure code 804:54. The event was reported to have occurred during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medicaton involved, or device programming. No additional contact information was available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filled. Upon completion of the evaluation or if additional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue.